Event description:
It was reported, due to an unrelated surgical procedure where the ipg was placed into surgery mode, the ipg was no longer able to connect to external devices. A manufacturer representative met with the patient to troubleshoot, and the ipg was successfully restored. No further intervention is planned at this time.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.